Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy for essure removal') in a 36-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous (kids). Good health before essure. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced tooth fracture ("all my back teeth have broken") and tooth loss ("teeth fallen out"). The patient was treated with special care toothbrush 3 times a day, flosses and special rinse and surgery (hysterectomy for essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the medical device removal, tooth fracture and tooth loss outcome was unknown. The reporter provided no causality assessment for medical device removal, tooth fracture and tooth loss with essure (ess205). The reporter commented: posted in 2016: I had essure inserted on (B)(6) 2006 age 36 years and removed on (B)(6) 2016 age 46 years posted in (B)(6) 2017: I had essure removed via hysterectomy in (B)(6) 2017. My dentist does not believe that my dental ptoblems were caused by essure, yet I am the only one in family who uses special care toothbrush, just like he recommended for my kids and brush my teeth 3 times a day, flosses and special rinse, yet most recent follow-up information incorporated above includes: on 13-nov-2019: with follow up received on 13-nov-2019 it was detected that this record is a duplicate to record # us-bayer-2019-214435 (medwatch 3500a MFR number 2951250-2019-11777) which will be deleted after all information was transferred to this case (us-bayer-2017-247635) which is retained. New: new social media reporter was added. Patient's age / year of birth added. Essure insertion and removal dates were added, essure formulation was changed to ess205. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy clotty period') in a 36-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous (kids). Good health before essure. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("stabbing pain in my sides"), abdominal pain lower ("cramping "), allergy to metals ("allergy to nickel"), dyspareunia ("painful sex"), tooth fracture ("all my back teeth have broken/ the back teeth started cracking, breaking and falling out"), tooth loss ("teeth fallen out/ the back teeth started cracking, breaking and falling out"), coital bleeding ("painful sex that leads to spotting") and hypothyroidism ("hypothyroid"). The patient was treated with special care toothbrush 3 times a day, flosses and special rinse and surgery (hysterectomy for essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the menorrhagia, pelvic pain, abdominal pain lower, allergy to metals, dyspareunia, tooth fracture, tooth loss, coital bleeding and hypothyroidism outcome was unknown. The reporter provided no causality assessment for tooth fracture and tooth loss with essure (ess205). The reporter considered abdominal pain lower, allergy to metals, coital bleeding, dyspareunia, hypothyroidism, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: posted in 2016: I had essure inserted on (B)(6) 2006 age 36 years and removed on (B)(6) 2016 age 46 years. Posted on (B)(6) 2017: I had essure removed via hysterectomy on (B)(6). My dentist does not believe that my dental problems were caused by essure, yet I am the only one in family who uses special care toothbrush, just like he recommended for my kids and brush my teeth 3 times a day, flosses and special rinse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: processed with follow up 6. Quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy clotty period') in a 36-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous (kids). Good health before essure. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("stabbing pain in my sides"), abdominal pain lower ("cramping "), allergy to metals ("allergy to nickel"), dyspareunia ("painful sex"), tooth fracture ("all my back teeth have broken/ the back teeth started cracking, breaking and falling out"), tooth loss ("teeth fallen out/ the back teeth started cracking, breaking and falling out"), coital bleeding ("painful sex that leads to spotting") and hypothyroidism ("hypothyroid"). The patient was treated with special care toothbrush 3 times a day, flosses and special rinse and surgery (hysterectomy for essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the menorrhagia, pelvic pain, abdominal pain lower, allergy to metals, dyspareunia, tooth fracture, tooth loss, coital bleeding and hypothyroidism outcome was unknown. The reporter provided no causality assessment for tooth fracture and tooth loss with essure (ess205). The reporter considered abdominal pain lower, allergy to metals, coital bleeding, dyspareunia, hypothyroidism, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: posted in 2016: I had essure inserted on (B)(6) 2006 age 36 years and removed on (B)(6) 2016 age 46 years posted in (B)(6) 2017: I had essure removed via hysterectomy in (B)(6). My dentist does not believe that my dental problems were caused by essure, yet I am the only one in family who uses special care toothbrush, just like he recommended for my kids and brush my teeth 3 times a day, flosses and special rinse, yet. Amendment: the report was amended for the following reason: coding request received. Correction due to discrepancy between coding action item and match point coder query .event: hysterectomy for essure removal pt: menorrhagia were updated to medical device removal . Event medical device removal deleted and hysterectomy for essure removal added as a surgery for menorrhagia. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('hysterectomy for essure removal') in a 36-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous (kids). Good health before essure. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 9 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain ("stabbing pain in my sides"), abdominal pain lower ("cramping "), allergy to metals ("allergy to nickel"), dyspareunia ("painful sex"), tooth fracture ("all my back teeth have broken/ the back teeth started cracking, breaking and falling out"), tooth loss ("teeth fallen out/ the back teeth started cracking, breaking and falling out"), coital bleeding ("painful sex that leads to spotting") and hypothyroidism ("hypothyroid"). The patient was treated with special care toothbrush 3 times a day, flosses and special rinse and surgery (hysterectomy for essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the menorrhagia, pelvic pain, abdominal pain lower, allergy to metals, dyspareunia, tooth fracture, tooth loss, coital bleeding and hypothyroidism outcome was unknown. The reporter provided no causality assessment for menorrhagia, tooth fracture and tooth loss with essure (ess205). The reporter considered abdominal pain lower, allergy to metals, coital bleeding, dyspareunia, hypothyroidism and pelvic pain to be related to essure (ess205). The reporter commented: posted in 2016: I had essure inserted on (B)(6) 2006 age 36 years and removed on (B)(6) 2016 age 46 years. Posted in (B)(6) 2017: I had essure removed via hysterectomy in (B)(6). My dentist does not believe that my dental problems were caused by essure, yet I am the only one in family who uses special care toothbrush, just like he recommended for my kids and brush my teeth 3 times a day, flosses and special rinse, yet. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from social media received. Events - menorrhagia, allergy to nickel, dyspareunia, lower abdominal pain, stabbing pain in my sides, coital bleeding and hypothyroid were added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy clotty period') in a 36-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous (kids) and parity 3 (all 3 of my sons have type I- diabetes). Good health before essure. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("stabbing pain in my sides"), abdominal pain lower ("cramping "), allergy to metals ("allergy to nickel"), the first episode of dyspareunia ("painful sex"), tooth fracture ("all my back teeth have broken/ the back teeth started cracking, breaking and falling out"), tooth loss ("teeth fallen out/ the back teeth started cracking, breaking and falling out"), coital bleeding ("painful sex that leads to spotting"), hypothyroidism ("hypothyroid"), malaise ("feeling sick"), feeling abnormal ("I feel like body vibrating"), dyspnoea ("feel like I cant breath"), fall ("feel like its falling apart"), dysgeusia ("metallic taste"), thrombosis ("clots"), the second episode of dyspareunia ("painful sex"), thyroid disorder ("thyroid issue") and fatigue ("fatigue is horrible") and was found to have weight increased ("weight gain"). The patient was treated with special care toothbrush 3 times a day, flosses and special rinse and surgery (hysterectomy for essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the menorrhagia, pelvic pain, abdominal pain lower, allergy to metals, tooth fracture, tooth loss, coital bleeding, hypothyroidism, malaise, feeling abnormal, dyspnoea and fall outcome was unknown. The reporter provided no causality assessment for tooth fracture and tooth loss with essure (ess205). The reporter considered abdominal pain lower, allergy to metals, coital bleeding, dysgeusia, dyspnoea, fall, fatigue, feeling abnormal, hypothyroidism, malaise, menorrhagia, pelvic pain, thrombosis, thyroid disorder, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: posted in 2016: I had essure inserted on (B)(6) 2006 age 36 years and removed on (B)(6) 2016 age 46 years. Posted in (B)(6) 2017: I had essure removed via hysterectomy in march. My dentist does not believe that my dental ptoblems were caused by essure, yet I am the only one in family who uses special care toothbrush, just like he recommended for my kids and brush my teeth 3 times a day, flosses and special rinse, yet. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event was added- feeling sick, I feel like body vibrating, feel like I cant breathfeel like its falling apart. Reporter information added on (B)(6) 2020: new events metallic taste, weight gain, fatigue, thyroid issue, clots and painful sex were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy clot period') in a 36-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous (kids) and parity 3 (all 3 of my sons have type I- diabetes). Good health before essure. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("stabbing pain in my sides"), abdominal pain lower ("cramping "), allergy to metals ("allergy to nickel"), the first episode of dyspareunia ("painful sex"), tooth fracture ("all my back teeth have broken/ the back teeth started cracking, breaking and falling out"), tooth loss ("teeth fallen out/ the back teeth started cracking, breaking and falling out"), coital bleeding ("painful sex that leads to spotting"), hypothyroidism ("hypothyroid"), malaise ("feeling sick"), feeling abnormal ("I feel like body vibrating, feel like its falling apart"), dyspnoea ("feel like I cant breath"), dysgeusia ("metallic taste"), thrombosis ("clots"), the second episode of dyspareunia ("painful sex"), thyroid disorder ("thyroid issue"), fatigue ("fatigue is horrible") and tooth disorder ("dental deterioration") and was found to have weight increased ("weight gain"). The patient was treated with special care toothbrush 3 times a day, flosses and special rinse and surgery (hysterectomy for essure removal). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the menorrhagia, pelvic pain, abdominal pain lower, allergy to metals, tooth fracture, tooth loss, coital bleeding, hypothyroidism, malaise, feeling abnormal, dyspnoea and tooth disorder outcome was unknown. The reporter provided no causality assessment for tooth fracture and tooth loss with essure (ess205). The reporter considered abdominal pain lower, allergy to metals, coital bleeding, dysgeusia, dyspnoea, fatigue, feeling abnormal, hypothyroidism, malaise, menorrhagia, pelvic pain, thrombosis, thyroid disorder, tooth disorder, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: posted in 2016: I had essure inserted on (B)(6)2006 age 36 years and removed on (B)(6)2016 age 46 years posted in (B)(6)2017: I had essure removed via hysterectomy in march. My dentist does not believe that my dental problems were caused by essure, yet I am the only one in family who uses special care toothbrush, just like he recommended for my kids and brush my teeth 3 times a day, flosses and special rinse, yet. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media content received events teeth deterioration and new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), tooth fracture ("all my back teeth have broken") and tooth loss ("teeth fallen out"). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy, tooth fracture and tooth loss outcome was unknown. The reporter provided no causality assessment for hysterectomy, tooth fracture and tooth loss with essure. The reporter commented: I had essure removed via hysterectomy in (B)(6). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.